Manufacturer narrative:
(B)(4). A vyaire technical support reviewed the information given by the customer. It was determined that this is a known issue with vela main boards p/n 52850. The main boards are causing transducer fault alarms and customers are not able to calibrate transducers. Based on main board and unit serial numbers all alleged faulty main boards are rev f or newer. This issue was addressed by CAPA (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela vent was alarming for xdcr. The customer confirmed that there was no patient involvement associated with the reported event.